Manufacturer narrative:
The lot number is unknown; therefore, the device history records are unable to be reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report seven of eight for the same event, reference 1032347-2016-00472 through 1032347-2016-00479.

Event description:
The patient reported experiencing headaches, hearing loss, and additional surgeries. The surgeon's office was contacted and it was reported the patient underwent a bi-lateral revision of christiansen implants in (B)(6) 2015 which were replaced with biomet implants. On (B)(6) 2015 the patient returned complaining of severe nausea and was diagnosed with a fistula of the left auditory canal. It was determined the patients bite was not aligned and the left side was re-aligned at that time. On (B)(6) 2016, the patient returned stating the implant was still causing pain. Biological failure of the implant was identified and a complete revision was necessary. The biomet implants were explanted on (B)(6) 2016. On (B)(6) 2016, patient followed up and was documented as healing well and in good condition.